Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy pinnacle 50 mm gription acetabular shell, 36 mm head with +1 mm neck, and a press-fit summit #5 stem standard offset. Soon after surgery I began experiencing pain and difficulty with my implant. On (B)(6) 2008, I dislocated my right hip and required surgery to reduce the dislocation. Following two hip dislocations in the weeks after surgery, on (B)(6) 2008, it was necessary to undergo a right hip revision to modify the tilt of the liner. I received a 52 mm pinnacle cup with improved anteversion and tilt and +4mm/10 degree liner and 36 mm head with +5 mm neck. On (B)(6) 2008, surgery again was required to drain a right hip wound hematoma. On (B)(6) 2010, I sustained another dislocation and underwent another reduction. Eventually, on (B)(6) 2010, I had a revision surgery to remove the pinnacle device and replace it with another hip implant. I received a depuy pinnacle constrained acetabular liner and a 32 mm +5 femoral head. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: right hip osteoarthritis. Right hip instability with recurrent dislocations.